Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR reports: 1627487-2014-21505. It was reported the pt (B)(6) felt heart palpitations during a trial programming session. The pt reported feeling a similar session. The times since the implant. Per the physician, the sensation could occur due to the thoracic placement of the leads. Follow-up identified the trial end on (B)(6) 2014 and effective pain relieve could not be established. The trails leads were removed on (B)(6) 2014.